Event description:
The user facility reported that during a diagnostic colonoscopy, air was no longer expelling from the device. The endoscope was removed and the procedure was aborted. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of the device not expelling air. The device was tested for several hours on different settings with no problems found. The air pressure was found to be within specifications. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.